Event description:
It was reported that the right ventricular lead was fractured and there were several episodes with noise. It was later reported that there was a patient alert triggered for low lead impedance and the lead was also oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: (B)(4): initially, the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 and there were 13 ventricular non-sustained tachycardia episodes less than or equal to 210 ms between (B)(6) 2012. Subsequently, the full lead was returned and analyzed and analysis revealed there was a breached depression on the outer insulation. A cosmetic depression, breached cut, and white substance were also noted on the outer insulation. There was blood (not obstructed) on the defibrillation, distal, and proximal conductors and the distal electrode.